Event description:
Related manufacturer reference number: 3005334138-2019-00039. During an atrial fibrillation ablation procedure a pericardial effusion occurred. During mapping and ablation in the heart, the catheters appeared to shift. Enguide realignment was used to return the catheters to their actual position on the mapping screen. During the procedure the patient became hypotensive. A cardiac ultrasound was performed, revealing a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device nor software files were not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.